Event description:
In 2009, the patient was implanted with 1 gore tag thoracic endoprosthesis to repair the thoracic aortic aneurysm. The physician used a 20 fr sheath and there were no problems during the advancement. Upon removing the sheath from the access site, resistance was felt and the iliac artery ruptured. A cut down was done and the physician performed a common iliac bypass with an 8 mm dacron graft. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore introducer sheath with silicone pinch valve instructions for use, ilio-femoral access vessel size should be adequate to accommodate the required introducer sheath diameters using appropriate vascular access techniques (including surgical conduit, if needed). Do not attempt to advance or withdraw the introducer sheath and/or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in serious injury to the patient. Additional device implanted.